Event description:
It was reported that during a recent battery replacement surgery, the patient¿s jugular was punctured. The patient¿s physician later elaborated on the event. During dissection to find the electrodes wrapped around the vagal nerve for removal, it was noted that the jugular vein was scarred to the electrodes. They were left in place due to the robust scar, but the jugular vein was injured during this process. The severe scar formation had fully wrapped the electrodes including the plastic that curls around the vagal nerve. The injury occurred while trying to free the electrodes. There were no resulting adverse events from the tissue damage. No other relevant information has been received to date.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿tissue damage¿ is not available. H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.